Manufacturer narrative:
(B)(4). Batch # r5ag7e. Device analysis: the analysis found that one sr75 reload was returned with no apparent damage and outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no damaged was observed. In addition, the cartridge reload had the swing tab in the locked position, and the proximal 5 drivers up and the remaining drivers were down with staples present. It is possible that the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
Damaged packaging. It was reported that during the open gastric cancer surgery, before used on the patient, noted the packing was damaged. The sterility of the device was compromised due to the damage of the packaging. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.